Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 91(heater test- element 1 failure). They would test the heater and replace it if necessary, parts and price provided. Per follow up information received via mail on 14may2024, it was reported that they replaced the heater cord. The issue was resolved and there was no patient injury. The device has been returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was heater cord failure. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 91(heater test- element 1 failure). They would test the heater and replace it if necessary, parts and price provided. Per follow up information received via mail on 14may2024, it was reported that they replaced the heater cord. The issue was resolved and there was no patient injury. The device has been returned to service.